Event description:
The manufacturer's field service engineer (fse) reported a spi bus failure. No patient involvement.

Manufacturer narrative:
The customer returned da (data acquisition) to mc (motor controller) cable which was installed in an fi test ventilator. The ventilator was started up 10 times while the cable was flexed and the ventilator was run for one hour continuously without any errors occurring. No failures were found. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.